Event description:
It was reported that this patient experienced an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device system. The electrode exhibited over-sensing of noise, and changes in morphology, resulting in the inappropriate shock. A request was made to have data from this device analyzed. Data analysis identified double detected morphology of low r-wave and tall t-waves, possible related to postural. Smart pass remains on, myopotential noise and over-sensing. Rhythmcare recommend addition troubleshooting by postural changes, treadmill testing and checking vectors. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.